Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was determined to have met its useful life and was returned to the customer labeled as "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.